Manufacturer narrative:
This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed excessive charge time. Excessive charge time alert occurred on 12 apr 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD). Triggered recommended replacement time (rrt) a few months prior and had already triggered end of service (eos). It was thought that the device went to eos too quickly. The device also triggered an alert for long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The device provided 35 joule charges within nominal charge times when using an external supply. No hybrid anomalies were found. Battery analysis revealed that the reported excessive charge times resulted from increased battery resistance likely induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.